Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged, as the charging cable could not be inserted into the usb port of the pump. Multiple cables were attempted to be inserted into the pump charging port; however, attempts were unsuccessful. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.